Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported difficult to remove from anatomy and poor imaging resolution appear to be due to a combination of patient anatomy and procedural circumstances. The tissue damage is likely a result of procedural circumstances. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The other device referenced is bring filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the device and the damage to the leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to the anatomy. The ntr clip delivery system (cds) (90731u141) was advanced to the mitral valve however grasping was unsuccessful as the cds could not be properly aligned with the valve. The cds was removed without issue. An xtr clip was implanted successfully. A second ntr cds (90719u261) was attempted however during grasping, the clip became caught in the chords. The clip and delivery catheter (dc) were not responding to steering movements due to the clip caught in the chords. The clip was inverted and was freed without issue and the cds removed. During preparation of the second xtr cds (90724u173), the gripper arms were unable to stay raised therefore the device was not used. A third xtr cds (90906u127) was advanced however during grasping, the clip became caught in the chords and tore the leaflet, causing a flail. The clip was not implanted and the cds removed. The procedure was aborted at this time with the patient in declining health and the mr remaining at 4+. No additional information is provided.